Event description:
The lens was found damaged after the insertion into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00350 for the delivery device used with this intraocular lens. Results - the lens was returned with one of the haptics bent. The cause of the malfunction cannot be determined.